Event description:
It was reported that high impedance was seen on patient¿s device. No surgery has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the explanted products are not available for return and have been discarded. No other relevant information has been received to date.

Event description:
The patient had underwent a full revision. The explanted products have not been received to date. No other relevant information has been received to date.